Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that customer was experiencing high blood glucose. Blood glucose level was 432 mg/dl which was treated with bolus. Customer declined the troubleshooting for the high blood glucose. The customer took out automode and put her manual mode they were trying to put her manual mode. The customer was out automode as she was pregnant. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. Also, unit was programmed with test guardian link 3 and the glucose sensor simulator. Device communicated properly with glucose sensor simulator and display the 200 value properly on display graph. No unexpected calibration error or lost sensor alarms noted during testing. (B)(4).